Manufacturer narrative:
According to initial reports, photo-v patient was implanted with photofix as part of her left femoral endarterectomy on (B)(6) 2019. This patient has a history of 1 ae and 2 saes previously reported. On (B)(6) 2019, patient presented to the clinic for her 1 month fu on (B)(6) 2019 and was noted to have severe pain during wound vac changes or with pressure to the groin. There is also a tract formation within the groin.¿ the patient required a surgical intervention and hospitalization for this sae. Relation to photofix is currently unknown. Lymph leak at surgical site. Photofix decellularized bovine pericardium (rectangle) pfp6x8 6 cm x 8 cm. The manufacturing records for the pfp6x8 lot#: 11020818 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation non-conformances equipment calibration and process were noted and unrelated to the event. A review of the available information was performed. Photo-v study patient was enrolled on (B)(6) 2019 at (B)(6) university. The patient was implanted with a 6x8 cm photofix patch (which was modified to a smaller size to suit the anatomy) as part of her left femoral endarterectomy (fea), performed by dr. (B)(6). The patient experienced an adverse event (ae) peri-operatively. There was "intra-operative bleeding that required 2 u prbc and additional time to receive hemostasis. Patient was also given 60 of neo pressors and was discontinued post-operatively". The event was documented as related to the vascular surgery and possibly related to photofix. The event resolved during the surgery. On (B)(6) 2019, the subject "was noted to have severe pain during wound vac changes or with pressure to the groin. There is also a tract formation within the groin". Two days later on (B)(6) 2019) the patient was admitted. The following admission details were provided: "she underwent a left groin exploration and sartorium muscle transposition on (B)(6). Post op prevena in place and jp drain serosanguinous fluid. Intra-op wound culture showed growing bacteroides. She was started on metronidazole 500 tid. She also experienced acute blood loss anemia requiring 1-unit prbc. On (B)(6), she had an episode of dark bowel movement. Fobt positive - no intervention. Hemoglobin stabilized. Wound with ongoing drainage/lymph leak. Patient discharged with vac on (B)(6) 2019." The event was documented as a sae, with relation to the original surgery (fea) and possibly related to photofix. The event resolved on (B)(6) 2019. The patient is a 78-year-old female with pertinent medical history including: bmi of 37, rutherford category 3 peripheral artery disease (pad), hypertension (controlled with two drugs), hyperlipidemia (moderate elevation requiring strict dietary control), diabetes (adult onset, controlled by diet/oral agents), nyha class I congestive heart failure, and history of 3 strokes (most recently in 2016). The patient is s/p bilateral iliac stents placed endovascularly in 2012. The patient was taking statins and blood thinners before and after surgery. Additional information, including surgical notes, are not available for consideration in this complaint evaluation. The source of the surgical site infection is not known. The organisms identified in the wound culture, e. Coli and enteroccocus faecalis, are highly suggestive of bacteria originating in the human gut. Infection is a known complication of fea and some studies have suggested diabetes as a risk factor for the development of surgical site infection. From the available information, there is no evidence to suggest that the infection was associated with photofix. The patient's underlying surgical site infection and subsequent tract formation were likely the cause of the pain she experienced with wound vac changes on (B)(6). The tract formation is likely a progression of her surgical site infection, which was first documented on 7/29. Around the same time (date not clear) she experienced acute blood loss anemia, with a fecal occult blood test resulting positive. The patient has a complex medical history, inclusive of a history of cardiovascular disease. Her prescribed blood thinners are associated with an inherent increased risk of bleeding. The original bacteria from the wound culture on (B)(6), e. Coli and enteroccocus faecalis, and the intra-operative wound culture from on (B)(6) muscle transposition, bacteroides, are highly suggestive of bacteria originating in the human gut. Additionally, infection is a known complication of fea and some studies have suggested diabetes as a risk factor for the development of surgical site infection. From the information documented on the patient's photo-v visit 3, follow-up ecrf there was no loss of patency in the target vessel. From the available information, there is no evidence to suggest that the pain/tract development and bleeding events are associated with photofix. The reported events are consistent with post-operative surgical site infection and are unlikely related to photofix.. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, photo-v patient was implanted with photofix as part of her left femoral endarterectomy on (B)(6) 2019. On (B)(6) 2019, ¿patient presented to the clinic for her 1 month f/u visit and was noted to have severe pain during wound vac changes or with pressure to the groin. There is also a tract formation within the groin.¿ the patient required a surgical intervention and hospitalization for this sae. Relation to photofix is currently unknown.